Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 361, 61, 60mg/dl. Tests were done 11-20 minutes with a difference of 111%. Patient did not experience any adverse events. No further information has been reported.